Event description:
It was reported that an unknown infusion pump was involved in an underinfusion incident. The reporter stated that the patient received only a 10 g dose when the intended dose was 40 g. The reporter indicated that the medication being infused was hyqvia. The pump presented an unknown error code, and the pump was unable to be restarted. During follow-up with the reporter, they stated that the issue was due to a human error of not attaching an adapter and the device was working with no problems. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.